Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not boot up and was getting stuck at the cns-6000 screen before entering windows. Per the customer, they had rebooted the cns because the mouse and keyboard were not responding. Technical support (ts) had the customer boot the cns back up on 1 hdd. They then inserted the other hdd into port 1 and it began restoring the raid automatically. This resolved the issue. No patient harm was reported. Investigation summary: the primary hard drive was removed and replaced with the secondary hard drive to try the boot sequence. The cns booted up successfully. The secondary hard drive is a mirror copy of the primary. This indicated that the operating system and/or the boot sector had been corrupted. Once the hard drives were swapped, the raid configuration began rebuilding the corrupted drive. The exact cause of the corruption is difficult to determine, and can include a power outage, uninterruptable power supply (ups) failure, a loose power cable, the cns overheating, a cns power supply failure, a cns motherboard failure, a cns hard drive failure when the user attempts to power the cns back up, or the cns reboots itself. Service history for this serial number shows this is an isolated incident. This hard drive was first installed in 2014. There is no history of hard drive replacement.

Event description:
The customer reported that the central nurse's station (cns) would not boot up and was getting stuck at the cns-6000 screen before entering windows.

Manufacturer narrative:
The customer reported the central nurse's station (cns) would not boot up and it would get stuck in the cns-6000 screen before entering windows. Per the customer, they rebooted the cns because the mouse and keyboard were not responding. After the cns tried to comeback up, it was stuck on the cns-6000 splash screen. Technical service (ts) had the customer boot the cns back up on 1 hdd and this worked. They inserted in the other hdd in port 1 and it started to restore the raid automatically. The cns is working now, issue resolved. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) would not boot up and it would get stuck in the cns-6000 screen before entering windows.